Manufacturer narrative:
Continuation of medical devices: product ID 97754, serial# (B)(4), product type recharger. Product ID 37761, product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had recharging problems during their cruise on (B)(6) 2018, they stated ¿it (spinal cord stimulator- scs) wouldn¿t charge¿ and they stated they had not had therapy since then. The patient stated the pain returned on their lower back down to bilateral legs/toes. The rep interrogate the patient¿s scs and noticed it was discharged, which they explained to the patient. The patient demonstrated how they recharged, which was the proper technique. The rep found the metal part that connected the charging device to get charged on the top left side was broken off. The rep showed this to the patient and explained this was why their charging device was not able to charge, because the charger was not charged either. The patient verbalized that they understood. The patient was informed to call patient service to explain the problem and request help for possible new charging system. The patient verbalized understanding and confirmed that they would call patient services yesterday (B)(6) 2018. It remains unknown if the issue was resolved, but the rep indicated they would follow-up for more information. The patient was to charge their scs once they received a functional charging system and would call as needed if they needed further assistance or had concerns. On (B)(6) 2018, the patient called regarding their recharger stating the metal piece broke and they pulled it out. They stated the rep told them to call for a replacement. There was a broken/bent/loose connector pin. There was no indication of an out-of-box failure. There was no medical or therapy problem associated with the small parts component. There was a warm transfer to the repair team, but then call was dropped. Repair called the patient back and left a voicemail for them. No symptoms were reported. The event occurred in (B)(6) 2018. The patient called back later the same day and stated they had got disconnected, the repair team stated they would call the patient back in 20 minutes as they were all on the line. On (B)(6) 2018, the patient called back concerned they received the ¿wrong piece¿. The patient stated they were concerned they did not have the part of the desktop charger (dtc) that plugged into the recharger. Patient services explained that the rest of the cord was coiled up underneath the black box of the dtc. The patient confirmed the rest of the dtc was there and they indeed received the correct part from repair. The patient called back later the same day as they stated they needed to talk to repair as the part they sent was not correct. The patient stated they need ¿belt as well as gray recharger cord¿. Patient services did not gather the same information as it had been documented already. The patient reported that the desktop charger did not fix the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger (c0533694) found the cable assembly connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reiterated that the patient had not received the correct part as the adaptor didn't fit. The replacement desktop charger was returned with no complaint. No further complications were reported or anticipated.